Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 1 of 2. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. Six days after hospitalization, the patient's catheter was removed. Pd therapy was stopped and hemodialysis was started. The cause was unknown. The patient was recovering from peritonitis.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13a14079 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.